Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was no issue. The field service engineer confirmed the station was up and running successfully. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system was not powering on.the customer added that this malfunction caused a delay in dispensing medication to patient.however, there were no adverse events or injuries reported based on this event.